Event description:
Tip of needle broke off during surgery to repair rotator cuff tear of right shoulder. X-rays disclosed tip lodged in right shoulder of patient. Attempted retrieval of needle tip was unsuccessful. The remaining portion of the needle was inadvertently discarded and is not available for further review. The materiel management department reported the matter to the manufacturer/supplier on 6/11/93.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was destroyed/disposed of.